Event description:
Pt had arthrodesis with fixation right hallux interphalangeal joint, with open reduction internal fixation second metatarosophalangeal joint of right foot late last year. Appproximately six weeks later he had removal of the painful fixation device of right foot. He bore weight significantly and deformed the wire extending from the second digit into the second metatarsal. Under procedural sedation, the k-wire in the second digit of the right foot was removed.